Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs. The fse was unable to reproduce the error. The turn table ran smoothly with no binding points. The fse turned the table many times without error. The s101 and s102 sensors were reading correctly. The led's on the sensor board was reading correctly for the home sensor. The customer most likely resolved the issue prior to the fse arriving. The fse ran prepared controls and the customer accepted the quality control (qc) and returned the instrument to service. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from 04dec2019 through aware date (B)(6) 2021. There were no similar complaints identified during the searched period. The aia-360 training manual under troubleshooting states the following: [4004] error message: turn table slip. Description: the turntable motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event is unknown.

Event description:
The customer reports 4004 turn table slip turntable motor slipping detected intermittently since (B)(6) 2021 and was able to clear the error but today they were not able to clear the error by repowering and rotating the carousel did not resolved the error. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting cardiac troponin I (ctnl2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.